Manufacturer narrative:
Com- (B)(4).

Event description:
It was reported, that detached sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and failed, due to sensor wire missing. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.